Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2009. It was reported the ipg has no output and no telemetry. According to the pt, stimulation was lost approximately three months prior. As a result, the pt did not attempt to recharge the ipg. An ipg revision was recommended by the physician. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.